Event description:
It was reported that the ilet pump displayed "alert 38" for consecutive stalled motor, the user observed that the infusion connector required unusual force to lock, a dry run delivered 165 units, with the user's blood glucose of 218 mg/dl. The user replaced all supplies, and insulin delivery resumed. Customer care provided support that included guided troubleshooting with a dry run and component replacement. Investigation of this case revealed an unclear cause; with the function normalized after supply changes. No clinical symptoms associated with hyperglycemia reported. Outcomes included customer troubleshooting and education with restoration of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.